Event description:
During surgery the element of the distractor broke and fell out. This part is joined to the device. This is 1 of 1 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records has been requested. Additional evaluation, during the investigation of the complained cervical distractor has shown that one arm is indeed broken off at the joint of the variable angle. The review of the manufacturing documents revealed that the present instrument was manufactured in september 2003 according to the specifications. No abnormal findings were identified. The broken surface is homogenous which indicates material conformity as well. Since no manufacturing related conditions were found, and as this is an old and older used instrument therefore we determine the cause of failure as normal wear and tear over the years.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)